Manufacturer narrative:
Complaint conclusion: when using a second smart flex self-expanding stent (ses) in the treatment of a lower limb artery stenosis, the luer connector was out of contact with the delivery rod, leading to the failure of the stent being released. The patient was unharmed. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 6mm. A 6f arterial avanti sheath was used. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. The target lesion vessel length was 28cm. The percentage of the stenosis of the targeted lesion was 15cm of the chronic total occlusion (cto) with the other parts at 80%. The lesion was severely calcified, and the vessel was tortuous. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. Thrombus was not present proximal to, at, nor distal to the lesion site. The lesion was pre-dilated prior to stent implantation. The sds did have to pass through a previously placed stent. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use (IFU). The product was returned for analysis. One non-sterile unit of a smart flex self-expanding stent (ses) 5x150 vas 120cm was received for analysis inside a plastic bag. Per visual analysis, the hypotube of the unit was severely bent. The body shaft of the unit was observed separated from the hub. The separation presented elongations and frayed edges. The stent was 0.5 cm partially deployed. Two kinks were found on the body shaft of the unit at 3.0 cm and at 9.0 cm from hub. The valve was partially closed. Dried blood residues were observed on the unit. No other anomalies found during visual analysis. A dimensional analysis to measure the usable length and outer sheath length of the unit was not performed due to the separated condition of the outer member of unit as received. Per microscopic analysis, the smart flex body shaft separated sections of the unit presented elongations and frayed edges. These characteristics are clear evidence of a product with an application of a tension force that induced the separation. Also, the kinks found on the body shaft of the unit on the outer member were observed. No other issues were noted during the microscopic analysis. A product history record (phr) review of lot 100076 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub (inner shaft)- guide wire lumen-separated¿ and the reported ¿stent delivery system (sds)-ses -deployment difficulty - premature deployment¿ were confirmed due to the separated condition of the unit as well as the observed stent partially deployed. Vessel characteristics of a chronic total occlusion (cto), severe calcification, and severe vessel tortuosity may have contributed to the reported event. However, the exact cause of the stent partially deployed and separated condition on the body shaft of the unit could not be conclusively determined. The findings in the product analysis (elongations, frayed edges, hypotube bent,kinks on the outer member,, pre-deployment of the stent) indicate that the device was induced to an excessive application of tension force that induced the separation and possibly caused the deployment difficulty. According to the IFU, which is not intended as a mitigation of risk, ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
One non-sterile unit of a smart flex 5x150 vas 120cm was received for analysis inside a plastic bag. Per visual analysis, the hypotube of the unit was received severely bent. The body shaft of the unit was observed separated from the hub. The separation presented elongations and frayed edges. The stent was received 0.5 cm partially deployed. Two kinks were found on the body shaft of the unit at 3.0 cm and at 9.0 cm from hub. The valve was received partially closed. Dried blood residues were observed on the unit. No other anomalies found. A dimensional analysis to measure the usable length and outer sheath length of the unit was not performed due to the separated condition of the outer member of unit as received. Per microscopic analysis, the smart flex body shaft separation was observed under the fal vision system and the separated sections of the unit presented elongations and frayed edges. These characteristics are clear evidence as a product of an application of a tension force that induced the separation. Also, the kinks found on the body shaft of the unit on the outer member were magnified observed. No other issues were noted during the microscopic analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a second smartflex stent in the treatment of the lower limb artery stenosis, the luer connector was out of contact with the delivery rod, leading to the failure of the release of the stent. The device was returned for analysis and the stent was received 0.5 cm partially deployed. The patient was unharmed. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 6mm. A 6f arterial avanti+ sheath was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 28cm. The % stenosis of the target lesion was 15cm of cto with the other parts at 80%. The lesion was severely calcified. The vessel was tortuous. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. Thrombus was not present proximal to, at, nor distal to the lesion site. The lesion was pre-dilated prior to stent implantation. The sds did have to pass through a previously placed stent.